Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patent presented via a merlin.net transmission with reports of atrial noise. Interrogation revealed two mode switch episodes due to atrial noise. The noise was not reproducible in-clinic with manipulation. No further information is available at this time.